Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient symptoms of chest burning and nausea with subsequent large volume manual drain. However, there is no documentation in the file that shows a causal relationship between the liberty select cycler and the patient event. The treatment documented in the file for (B)(6) 2020 shows that the patient bypassed out of drain zero after only having drained 170ml out of an expected 2000ml from the manual daytime fill. The patient treatment records have not been provided to confirm if the cycler settings were set for a daytime fill of 2000ml. The patient was able to bypass out of drain zero, but potentially could have caused an overfill condition. Although the patient was able to drain to relieve the symptoms of chest burning and nausea and no medical intervention was required, the alleged overfill event resulted in a change of the patients pd prescription with the daytime fill volume being reduced. Based on the available information, there is no documentation in the complaint file to show a liberty select cycler malfunction; however, the patients bypass out of drain zero most likely contributed to the alleged overfill condition resulting in the pd prescription change. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced nausea and chest burning. The nurse advised the patient to go to the emergency room (ER). Upon follow up, the patients home therapies program manager (htpm) stated the patient reported the chest burning and nausea. The patient was instructed to drain immediately and to go to the emergency room (ER) if unable to drain. The patient was able to drain and did not require the ER. The htpm alleged that the patients liberty select cycler overfilled the patient during treatment. A review of the patients treatment records on (B)(6)2020 documented through technical support shows that the patient bypassed out of drain zero with only 170ml drained out of 2000ml expected from a daytime exchange. There is no indication that the liberty select cycler malfunctioned. As a result of the alleged overfill and symptoms the patient experienced, the pd prescription was changed from a daytime fill of 2000ml to 1000ml.